Event description:
The customer reported that his olympus hd 3cmos autoclavable camera head was not displaying an image during a procedure. According to the initial reporter, the device was swapped out with another to complete the case. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
An olympus field service engineer (fse) was sent to the user facility to inspect the device. While there, the fse was shown a record of the device displaying an e216 error code in addition to the initially reported no image failure. The fse decided to bring the subject device back to olympus for further evaluation. The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was not confirmed. The unit was tested for 6+ hours, and there were no error codes nor imaging issues noted. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the customer's reported ¿image blacked out and e216 error displayed¿ issue could not be reproduced or confirmed. The root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.